Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (belt unable to latch to monitor and false asystole events) was confirmed. Upon investigation, the monitor had a damaged belt receptacle, preventing the monitor from securely staying latched to the electrode belt. The root cause for the damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt was unable to securely latch to the monitor and that false asystole events were observed in the patient's download data.